Event description:
Information received from the field notes that two days post implant, loss of ventricular capture was observed. The patient had a large dilated heart and the passive fixation lead had dislodged. The lead was replaced with an active fixation lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - hospital